Event description:
It was reported that the patient had not been wearing their ilet, was instructed by their trainer to perform a factory reset, and an agent assisted with the reset, going bionic, and pairing to the mobile app; the patient experienced elevated blood glucose, with a reported peak of 298 mg/dl for approximately 2.5 hours, and used 10 units of subcutaneous novolog as backup therapy without alarms or medical intervention. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact to blood glucose control, managed with backup insulin therapy at home. Investigation included agent-facilitated troubleshooting, education, factory reset, device setup to bionic mode, and app pairing. Investigation of this case revealed no device alerts and no unresolved malfunction, and the event was attributed to device being off use prior to reinitiation rather than a component failure. It was concluded, based on previously established findings for similar reports, that user circumstance and required reinitialization were the probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.